Event description:
A malfunction alarm occurred, with a malfunction code displayed as malf 0, and support provided information to reset the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump and advised them to call back if the issue was not resolved.